Event description:
The ge oec 9800 fluoroscopy system had a constant alarm when plugged into facility power outlet.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the low voltage alarm was sounding when transformer was re-tapped to match the incoming facility power. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.